Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The pump delivered 22.14 units of insulin as of 3:30 pm on (B)(6) 2019. Review of the individual insulin delivery events showed 11.9 units were delivered via basal, 6.25 units via food bolus, and 3.99 units via correction bolus, which combined equals 22.14 units of insulin. There is no indication that unintended insulin was delivered.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump ¿malfunctioned¿ and ¿tried to deliver¿ 40 units of insulin. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.